Manufacturer narrative:
(B)(4). All available information indicated that this lead was discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Furthermore, noise was observed with isometrics. Additional information received from the field representative indicated that the cause was not determined. A tug test was performed and no issues were identified. The rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.